Event description:
Patient reported that 3 v-gos applied within the last 3 weeks have fallen off. Patient stated the v-gos fell off, within 2.5 hours after sweating while working outside. Patient stated he discarded those v-gos that same day. Patient did not provide specific dates for the events.